Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that at 1:15 pm the evita v300 suddenly stopped ventilation. The patient¿s oxygen saturation dropped in a short timeframe resulting in a reanimation.

Manufacturer narrative:
The affected evita v300 was checked by the dräger service on 19th january 2018 on site. A complete test according to the manufacturer's specification showed no deviation and the device worked as specified. The log files of the device were sent to the manufacturer for further analysis. At the reported time of the incident, there is no entry indicative of a device malfunction. On (B)(4) 2018, the user performed pressure-controlled ventilation in bipap mode from 10:55 am to 1:29 pm. Between 10:55 am and 11:44 am, the ventilation-related alarms "leakage", "mv low" and "disconnection?" Were issued several times. From that time until 1:23 pm the ventilation continued without further alarms. From 1:23 pm, the unit alerted "mv low" and " vt low" until a disconnect was detected at 1:25 pm and the device was switched to standby at 1:29 pm. The investigation did not detect any device malfunction and the reported problem (ventilation stopped) could not be confirmed. Based on the log entries, it is likely that the set volume could no longer be applied due to a change in the resistance and compliance values. Possible causes for this may be a change in the patient's condition or patency in the area of the tube. The device has responded to this ventilation situation as specified by generating a high-priority visual and audible alarm according to the set alarm limits.

Event description:
Please refer to the initial-report.